Event description:
Caller reported a recurring problem with cgm error 42, experienced multiple times on the pump within a 24-hour period. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, confirming the caller's understanding and agreement on procedures for returning the faulty pump, including placing it in storage mode and using a pre-paid label within 10 days. The customer opted to continue using the current pump as a backup therapy until the replacement arrived.